Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no numbers ramping or scroll bars moving up. The device had cracked display window corner, scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 407 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual shots. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer was advised the up or down button may be stuck. Customer advised the display screen froze, the minutes changed on the device and there was no response from the buttons. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.